Manufacturer narrative:
(B)(4). Received for evaluation was one gynecare tvt-o device (2 helical passers and implant assembly). The device received was manipulated: one plastic needle is broken. Organic substances are visible on the device. The defect seen during the product evaluation is aligned with the defect described in the event description (device snapped in half). The defect identified is not linked to a manufacturing issue.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you advise what part of the device broke? No additional details can be provided on how the device broke.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and mesh was implanted. During the procedure, the device snapped in half. No piece of the device fell in to the patient. The procedure was completed with another like device. There were no adverse patient consequences reported. No additional information was available.